Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt damaged) has been confirmed. Upon investigation, the front therapy electrode cable, ECG "c and d" cable, and trunk cable were pulled from the strain relief. The root cause for the strained cables was excessive force. No adverse event resulted from the strained cables. The patient received a replacement electrode belt.